Manufacturer narrative:
The field investigation found the screw securing the safety ring was missing. The retaining segment and safety ring were not in-place. It is unknown how long this condition existed. It is a service/maintenance task to assure the screw retaining the safety ring is in place. To release the lighthead, the safety ring has to be slid upwards, then the retaining segment moved outward from its seated location. These conditions are required to release the lighthead and may have developed over time. Typically this process is reserved for releasing the lighthead from the spring arm during routine servicing and being prepared for the safe release of the lighthead.